Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. No definite signs of use were observed. Visual analysis confirmed that the dilator tip was crushed and bent. Microscopic examination confirmed the damage and revealed scratch and white stress marks around the defective area, which is an indicator of an applied force. No other defects or anomalies were observed. The dilator length from the hub to the distal tip measured 5 3/8", which is within the specification limits of 5 1/4"-5 3/4" per the dilator product drawing. The dilator outer diameter measured 3.98mm, which is within the specification limits of 3.97mm-4.06mm per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured 1.4224mm, which is within the specification limits of 1.40mm-1.47mm per the dilator extrusion product drawing. An attempt to insert the returned guide wire through the dilator was performed; however, significant resistance was encountered due to the damage at the tip, which prevented the guide wire from passing. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damage dilator tip was confirmed through complaint investigation visual analysis revealed that the dilator tip was crushed. Scratch marks and white stress marks were observed around the location of the damage. The dilator met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the dilator tip was found damaged during use on the patient. The patient's condition is reported as fine.

Event description:
It was reported the dilator tip was found damaged during use on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).